Event description:
The customer reported that the device consistently fails opcheck for the therapy cable. This was in testing only. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device consistently fails opcheck for the therapy cable. This was in testing only. There was no report of pt involvement. Philips evaluated the device and verified the failure. The power pca was replaced to resolve the issue.